Event description:
The stent dislodged during deployment and was retrieved by a snare.

Manufacturer narrative:
Percutaneous coronary intervention (pci) was performed on 90% a de novo lesion in the mid left anterior descending artery (lad) that was calcified and slight tortuous. Pre-dilation was conducted with a 3.0 sprinter balloon before attempting to deploy a 3.0 x 33 mm cypher stent. The physician felt resistance while advancing the stent delivery system but continued attempting to cross the lesion. The stent dislodged near the target lesion and was retrieved. Poba was then conducted again and a different 3.0 x 33 cypher stent was successfully deployed. The physician commented that there was moderate calcification but pre-dilation was conducted and there was enough vessel lumen for delivering (the product). The moderate calcification was not the main cause of the stent dislodgement. Please note that this product is not distributed in the united states. However, it is similar to the united states distributed product. Additional information was requested and will be submitted within 30 days upon receipt.